Manufacturer narrative:
Initial reporter facility name: (B)(6). Hospital.

Event description:
It was reported that balloon rupture occurred. The patient presented with single vessel disease and underwent percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 6f 3.5 non- boston scientific (bsc) guide catheter was placed and a non-bsc guidewire was crossed the lesion. The lesion was predilated with 2.0 x 12 mm maverick 2 balloon catheter. A 3.00 x 48 mm synergy stent was deployed. A 3.50mm x 12mm nc emerge balloon catheter was advanced post-dilatation starting from distal end. However, during third inflation at 18 atmospheres at 4-5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3.50 x 15 mm non bsc product. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was rapid port exchange damage, which is indicative of an interaction with a guidewire. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole 5mm from the distal edge of the proximal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient presented with single vessel disease and underwent percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 6f 3.5 non- boston scientific (bsc) guide catheter was placed and a non-bsc guidewire was crossed the lesion. The lesion was predilated with 2.0 x 12 mm maverick 2 balloon catheter. A 3.00 x 48 mm synergy stent was deployed. A 3.50mm x 12mm nc emerge balloon catheter was advanced post-dilatation starting from distal end. However, during third inflation at 18 atmospheres at 4-5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3.50 x 15 mm non bsc product. There were no patient complications reported.